Event description:
User experiencing ongoing issue with erroneous tsh pt results. User provided two pt examples. Both samples were heparinized plasma, and analyzed from the same aliquot tubes. Sample 1, initial result gave 0.063; repeat gave 0.365 uiu/ml. On (B) (6) 2009: sample 2, initial result gave 0.059; repeat gave 2.97 uiu/ml. User stated they now repeat any pt sample which results a tsh of less than 0.3 uiu/ml. No erroneous results were reported, and pts not adversely affected.

Manufacturer narrative:
Although the exact root cause was not determined, the field service rep noted he replaced the measuring cell, black tubing and aligned flowpath. To verify analyzer performance he ran performance tests, system volume check and initial blankcell calibration.